Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a few years ago a patient underwent posterior lumbar interbody fusion (plif) at levels l3-s1 with cage and another spinal system. The patient underwent a revision surgery as l3/4 had pseudarthrosis and the cage got backed out. The cage protruded into the intervertebral foramen and the cage and the pedicle compressed the nerve root, causing numbness in the patient's lower limbs. The screw was removed and the implant level was extended with another company's product. The patient reported postoperatively the condition of his/her legs were fine. The surgeon commented that "the event was probably caused by an incomplete fusion left unnoticed for years".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.